Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, with additional information from the initial reporter, concerned a male patient of unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received an unspecified formulation of human insulin (rdna) (humulin r), via humapen ergo ii, subcutaneously, for treatment of diabetes mellitus beginning sometime in 2007. Sometime while on human insulin he was injecting his dose and had difficulty and believed that he did not injected his dose completely. In (B)(6) 2017, he had issues with his humapen ergo ii (no additional details).on an unspecified date, his humapen ergo ii was in fault (as reported) and could not inject human insulin completely. Sometime in (B)(6) 2017 he was hospitalized because his blood glucose was not stable (values or units not reported). He related his hospitalization to the human pen ergo ii ((B)(4) / lot number:0905d04). He got a new pen in hospital and had been discharged from hospital on an unspecified date. Information regarding corrective treatment and outcome of the events were not provided. Human insulin treatment status was unknown. The patient was the operator of the humapen ergo ii, but his training status was unknown. The general duration of humapen ergo ii was reported since 2007. The suspect humapen ergo ii duration was approximately ten years. It was known that he discontinued the use of the humapen ergo ii on (B)(6) 2017. The return status of the pen was unknown. The reporting consumer did not provided relatedness from event of blood glucose abnormal and underdose to human insulin treatment but related the underdose and the hospitalization it to the humapen ergo ii. Edit 13-oct-2017. Upon internal review a car statement was needed to be performed. No other changes were performed. Update 26-oct-2017: additional information received from the initial reporter on 20-oct-2017. Case was upgraded due to serious event of blood glucose abnormal. Updated fields and narrative with new information. Update 30-oct-2017: additional information received from the affiliate on 24-oct-2017- product complaint number was received but it was already processed; narrative was updated. Update 02nov2017: updated medwatch fields for expedited device reporting. No new information added. Edit 10nov2017: upon internal review of information received on 20-oct-2017, it was edited the description as reported of underdose from patient did not administer his complete dose of humulin r due to device issues, no ae to patient did not administer his complete dose of humulin r due to device issues, sae blood glucose abnormal.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 29nov2017. No further follow-up is planned. Evaluation summary: a male patient reported the button on his humapen ergo ii device could not be pushed down. He experienced abnormal blood glucose. The investigation of the returned device (batch 0905d04, manufactured may 2009) found extensive damage to the body of the device with multiple cracks. The device could not be function tested because of the damage. The cracks in the body are consistent with damage that occurred while in the field. In addition, foreign material was observed on the dial, the front housing thread and the cartridge holder. Malfunction confirmed. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core user manual states that the injection button may become harder to push if the inside of the pen gets dirty with insulin, food, drink or other materials. Following the care and storage instructions should help prevent this. The patient also stated he used the device for approximately ten years, although more likely eight years based on the manufacture date of the device (may 2009). The core user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use. There is evidence of improper use. The device was contaminated with foreign material while in the field, which may be relevant to the event of abnormal blood glucose. The patient also used the device beyond its approved use life, although it is unknown if this is relevant to the event.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, with additional information from the initial reporter, concerned a male patient of unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient received an unspecified formulation of human insulin (rdna) (humulin r), via humapen ergo ii, subcutaneously, for treatment of diabetes mellitus beginning sometime in 2007. Sometime while on human insulin he was injecting his dose and had difficulty and believed that he did not injected his dose completely. In (B)(6) or (B)(6) 2017, he had issues with his humapen ergo ii (no additional details). Furthermore, on an unspecified date, his humapen ergo ii was in fault (as reported) and could not inject human insulin completely (product complaint (B)(4) / lot number:0905d04). Sometime in (B)(4) 2017 he was hospitalized because his blood glucose was not stable (values or units not reported). He related his hospitalization to the human pen ergo ii. He got a new pen in hospital and had been discharged from hospital on an unspecified date. Information regarding corrective treatment and outcome of the events were not provided. Human insulin treatment status was unknown. The patient was the operator of the humapen ergo ii, but his training status was unknown. The general duration of humapen ergo ii was reported since 2007. The suspect humapen ergo ii duration was approximately ten years (conflicting information, device manufactured in may2009). It was known that he discontinued the use of the humapen ergo ii on 09-oct-2017. The suspect humapen ergo ii associated with product complaint (B)(4) was returned to the manufacturer on 19oct2017; upon review, the investigation found extensive damage to the body of the device with multiple cracks and the device was contaminated with foreign material while in the field. The reporting consumer did not provided relatedness from event of blood glucose abnormal and underdose to human insulin treatment but related the underdose and the hospitalization it to the humapen ergo ii. Edit 13-oct-2017. Upon internal review a car statement was needed to be performed. No other changes were performed. Update 26-oct-2017: additional information received from the initial reporter on 20-oct-2017. Case was upgraded due to serious event of blood glucose abnormal. Updated fields and narrative with new information. Update 30-oct-2017: additional information received from the affiliate on 24-oct-2017- product complaint number was received but it was already processed; narrative was updated. Update 02nov2017: updated medwatch fields for expedited device reporting. No new information added. Edit 10nov2017: upon internal review of information received on 20-oct-2017, it was edited the description as reported of underdose from patient did not administer his complete dose of humulin r due to device issues, no ae to patient did not administer his complete dose of humulin r due to device issues, sae blood glucose abnormal. Update 29nov2017: additional information received on 29nov2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and (B)(6) (EU/(B)(6)) device information, improper use and storage from no to yes, malfunction from unknown to yes/no cirm, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.